Event description:
Rec'd copy of customer medsun report which states: total parenteral nutrition was set to infuse over a four hr period. The IV pump alarmed air in line and the nurse found the buretrol empty. Then nurse noted that the IV pump chamber was wet along with the floor. The tubing was refilled and checked for leaks and none were noted. The nurse suspects that the IV tubing may not have been fully inserted into the fluid bag. The pt was assessed with no injuries or concerns found. The IV pump was tested and had no issues. There was no report of pt harm or medical intervention. Although requested, no further pt or event info is available.

Manufacturer narrative:
(B)(4). Although requested, device has not been rec'd. A f/u report will be submitted with failure investigation results should the device be rec'd for eval.